Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of "not working properly". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley, exposing the bare wire. Material appeared to be lifted off, allowing the bare wire to stretch out and become visibly exposed. No insulation material appeared to be missing. The electrical continuity test still passed. Thermal damage was observed in the surrounding areas of the wrist assembly. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of insulation damage to the conductor wire to be related to the customer reported complaint. Root cause is attributed to a component failure. Additional observation not reported by the site stated that the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced. Failure analysis found the additional failure of thermal damage to be related to the customer reported complaint. Root cause of this failure is attributed to mishandling/misuse. Additional observation not reported was that the instrument was found have a derailed yaw cable at the distal end. Failure analysis found the additional failure of a derailed yaw cable unrelated to the customer reported complaint. As a result, the yaw motion may be non-intuitive. Root cause of derailed grip cable is attributed to a component failure. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the permanent cautery hook (part# 470183-14 / sn: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 8 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported in this event. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage and there was evidence of thermal damage in the surrounding areas of the wrist assembly. The damaged conductor wire has a potential for electrical discharge at a location other than intended. Moreover, the thermal damage found is also an evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was not working properly. The procedure was completed with a backup instrument and with no patient harm. Per subsequent follow-up with the hospital staff on 04-feb-2022, no additional information can be provided in regards to the patient. The instrument did not properly energize and cauterize as expected. The operating room (or) staff presented the issue after the procedure, but were able to pull a peel packed replacement to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of "not working properly". For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley, exposing the bare wire. Material appeared to be lifted off, allowing the bare wire to stretch out and become visibly exposed. No insulation material appeared to be missing. The electrical continuity test still passed. Thermal damage was observed in the surrounding areas of the wrist assembly. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of insulation damage to the conductor wire to be related to the customer reported complaint. Root cause is attributed to a component failure. Additional observation not reported by the site stated that the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced. Failure analysis found the additional failure of thermal damage to be related to the customer reported complaint. Root cause of this failure is attributed to mishandling/misuse. Additional observation not reported was that the instrument was found have a derailed yaw cable at the distal end. Failure analysis found the additional failure of a derailed yaw cable unrelated to the customer reported complaint. As a result, the yaw motion may be non-intuitive. Root cause of derailed grip cable is attributed to a component failure. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the permanent cautery hook (part# 470183-14 / sn: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 8 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported in this event. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage and there was evidence of thermal damage in the surrounding areas of the wrist assembly. The damaged conductor wire has a potential for electrical discharge at a location other than intended. Moreover, the thermal damage found is also an evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was not working properly. The procedure was completed with a backup instrument and with no patient harm. Per subsequent follow-up with the hospital staff on 04-feb-2022, no additional information can be provided in regards to the patient. The instrument did not properly energize and cauterize as expected. The operating room (or) staff presented the issue after the procedure, but were able to pull a peel packed replacement to complete the procedure.